Event description:
The customer reported to olympus that the gastrointestinal videoscope presented with air and water leakage from the instrument and suction channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that a foreign object came out of the forceps channel. This report is to capture the reportable malfunction of the forceps channel that had foreign material noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: residual liquid or foreign material came out of the channel tube; the bending section cover adhesive had a chip and crack with a white clouded area; switches 1 and 2 had scratches; and the channel cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material exiting the forceps channel during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.